Event description:
A customer contacted beckman coulter inc., (bci) regarding above the ami cutoff troponin (accu tni) results generated by the access 2 immunoassay system for two patient samples. Upon repeat, the results were within the normal reference range for both patients. The results were reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Accutni samples are routinely lithium heparin that are centrifuged in a statspin centrifuge for 2 minutes. All samples analyzed on the access system are filtered prior to analysis and aliquoted into 0.5ml sample cups for analysis. Qc is performed once a day and has been within the customer's established ranges. A system check performed on (B)(6) 2010 met specifications. A field service engineer (fse) was dispatched: the fse verified the sample pipettor alignments and performed a system check which met specifications. The fse completed a preventive maintenance (pm) and verified the instrument's performance. A definitive root cause has not been determined for this event.